Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by the consumer's spouse via telephone on (B)(6) 2017, his wife experienced intense burning and stinging upon wearing the contact lens that was cared with the complaint product and the symptoms continued for the rest of the day. The consumer reported that it happened the first time she used the bottle of solution. The consumer visited an urgent care facility, was referred to an emergency room, and the consumer was diagnosed with chemical burn on both eyes. One of the consumer¿s eyes was worse than the other. Additional information was received via medical records from the ecp on 12/15/2017. As per medical record's history of present illness, it was reported that a (B)(6) female patient was seen at an urgent care center on (B)(6) 2017 for complaints of abrupt onset of pain experienced when putting in her contact lenses. After she removed and discarded the lenses, pain and redness continued. An unspecified exam revealed likely retained contact lenses in both eyes ¿ after review of ¿haiku¿ images. Attempted removal of lenses was performed with topical propericaine, copious irrigation and gentle use of cotton swab, without success. Fluorescein tests done with wood¿s lamp showed focal uptake of dye with obscured right cornea, except for central clearing over the pupil. The left cornea was also affected, with focal uptake at 12 and 1 o'clock. Bilaterally erythematous eyelids, with edema, photophobia, and visual acuity of 20/70 ou noted upon assessment. Consumer was diagnosed with foreign body in eye, unspecified laterality and conjunctivitis of both eyes. She was then transferred to a hospital emergency department with an arrival complaint of ¿foreign body in eye, infection.¿ physical examination showed scleral erythema, bilateral erythema overlying her eyelids, and some white discharge noted from eyes worse on the right. Slit lamp examination with fluorescein testing showed diffuse uptake over her entire right eye. Fluorescein uptake was over the left lateral third of the left eye. She was diagnosed with chemical burn of the eye and corrosion of both eyes and adnexa, part unspecified. Treatment included eye flushing with two liters lactated ringer¿s solution, erythromycin ointment application every six hours and ¿two norco¿. On 12/26/2017, new information was received stating that the patient was seen at the hospital¿s eye institute and presented with red, painful, tearing and crusting eyes on (B)(6) 2017. The right eye was affected worse than the left eye yet patient was reportedly "more comfortable". External exam results showed that the right eye had irregular corneal epithelium. The left eye's cornea had a 4x2 epithelial defect suptemp. For both eyes, there was 2+ lid thickening, conjunctiva/sclera 3+ injection, 1+ chemosis, and lenses had 2+ nuclear sclerosis. Tonometry exams showed 18 mmhg ou. The consumer was diagnosed with bilateral toxic chemical allergic reaction related to the use of contact lens care solution, epithelial defect os, epithelial irregularity od, chemosis/injection ou with no limbal ischemia. For both eyes, she was prescribed preservative-free artificial tears hourly, prednisolone acetate 1% 1 drop 4x/day, olopatadine 0.1% 2x/day and ofloxacin 0.3% 1 drop 4x/day. Follow-up visit was made on (B)(6) 2017 and was diagnosed with chemical injury of eye, unspecified laterally, subsequent encounter. External exams revealed va of 20/200 od using the snellen chart. Slit lamp exam showed a 4.5x4.5 central epithelial defect and superior limbal epithelial ridge on the cornea od. Tonometry exams revealed 12 mmhg od and 13 mmhg os. On (B)(6) 2017, follow-up visit was made and was diagnosed with chemical injury of eye, unspecified laterally, subsequent encounter and acid chemical burn of left cornea, initial. Slit lamp exam revealed 1+ lid thickening ou, no epithelial defect; diffusely irregularly epithelium od and epithelial defect resolved, irregular epithelium os. Patient states both eyes are getting better, some dull pain around od. Further information provided stating epithelial defect os improved, epithelial defect od improving, likely had complete epithelial loss at last visit od, and possible mild superior limbal damage od. Patient was prescribed with ¿preservative-free artificial tears hourly ou, prednisolone acetate 4 times ou, olopatadine 4 times ou (patient has been using olopatadine os only, had called patient after visit and instructed to use ou) and cool compress. Additional information received on 01/08/2018 via telephone conversation with a technician at the eye institute, clarifying the basis for the diagnosis of ¿likely complete epithelial loss od" as based on the slit lamp exam results on (B)(6) 2017 showing irregular corneal epithelium od and on (B)(6) 2017 corneal epithelial ridge od. There is no known preexisting condition that could have caused the event of 4.5x4.5 central epithelial defect; sup limbal epithelial ridge od cornea. As per the assessment and plan identified from the patient¿s clinic visit on (B)(6) 2017, pfat's hourly, prednisolone, ofloxacin eye drops, cool compresses, high doses of vit c were prescribed to address "likely complete epithelial loss od". Medical records received on 01/08/2018 from ecp were attached to the record. As per history of present illness on (B)(6) 2017, patient was previously seen at the eye institute for complaints of burning and pain in both eyes from the use of her contact lens solution and was diagnosed with toxic allergic reaction to the new solution. She was started with treatment and had a huge improvement in her os and was no longer having pain with her vision described as much better. She said that her od is very light sensitive and had an occasional pain and the vision was very blurry and seemed like a cloud is over her vision. Patient was referred to corneal services for epitheliopathy apparently after usage of contact lens solution for duration of two weeks. Upon assessment, it was noted that patient had severe epitheliopathy od greater than os. Apart from chemical injury, it also ¿seemed like consistent with meibomian gland dysfunction¿ and anterior blepharitis, low tear break up time indicating dry eye more in the od than in os, and some anterior basement membrane dystrophy with irregular epithelium greater on od than on os. Cataract in both eyes was probably visually significant. Visual acuity test via snellen ¿ linear with dist sc showed 20/400 od and 20/60 -1 os and with dist sc ph at 20/200 od and 20/30 os. Slit lamp exam revealed 1+ lid thickening of lids/lashes ou, mgd (meibomian gland dysfunction) +3 incipation ou, mild anterior blepharitis os, diffusely irregularly epithelium, multiple spk, some abmd (anterior basement membrane dystrophy) in od, and some abmd, spk, mild irregular epithelium in os. Pentacam results revealed 0d a2.6@66.6 cct 528 and os a1.7@87.7 cct 562. Ocular surface treatment included debridement of the epithelium and placement of bandage contact lens on od. Ecp also remarked that patient will eventually need cataract surgery for vision improvement. Prescribed eye drops, prednisolone, was decreased to twice a day in os and twice a day in od until next visit. Vigamox was started in od with a frequency of twice a day. Preservative free artificial tears continued for 4-6 times a day to both eyes and lubricant eye ointment for application at bedtime in the os only. Patient was also prescribed with oxycodone, 1 tablet po every four hours for pain. Patient was advised to return to the clinic for visual acuity test, surface check and possible bandage contact lens removal in od. On (B)(6) 2017, follow-up visit was made to evaluate epitheliopathy greater on od than os. Patient stated that she was feeling much better and that her right eye was watering more but no more pain or discomfort experienced. Patient¿s vision seemed to be getting better ou and has complied with prescribed treatment except for the lubricant eye ointment which she had not yet started using. Visual acuity test via snellen ¿ linear with dist sc showed 20/100-1 od and 20/60 -2 os and with dist sc ph at 20/40-2 od and 20/25 os. Slit lamp exam revealed 1+ lid thickening lids/lashes ou, mgd (meibomian gland dysfunction) +3 incipation ou, mild anterior blepharitis os, od cornea with bcl in position, whorled; epitheliopathy; no epithelial defect, no sign of infection, multiple spk, and some abmd (anterior basement membrane dystrophy), os cornea clear, some abmd, and scattered spk with no defect noted. Ocular surface 1 week s/p epithelial debridement and bcl od showed that eye was doing well with no defect noted, whorled epithelium, but improved. In os, scattered spk, but no defect noted. Prescribed eye drops, prednisolone, was decreased to once a day for 1 week in os. Prednisolone twice a day and vigamox twice day in od was continued. Pfat 4-6 times a day in ou and lubricant eye ointment application at bedtime in the os only were also continued. Patient was advised to return to clinic after two to three weeks for visual acuity test, surface check and possible bandage contact lens removal in od. Follow-up visit was made on (B)(6) 2017 to evaluate epitheliopathy greater on od than os stated patient felt her eyes are much better with only some discomfort noted ¿upon waking up in the morning but would get better as the day goes on.¿ vision seemed to be staying the same with no changes noticed. Visual acuity test via snellen ¿ linear with dist sc showed 20/80 od and 20/60 -1 os and with dist sc ph at 20/30 -1 od, 20/30 os. Slit lamp exam revealed 1+ lid thickening lids/lashes ou, mgd (meibomian gland dysfunction) +3 incipation ou, mild anterior blepharitis os, od cornea with bcl in position, no epithelial defect, mild irregular epithelium in horizontal line from three to nine, no sign of infection, and some abmd (anterior basement membrane dystrophy), os cornea clear, some abmd, and scattered spk with no defect noted. Ocular surface 3 weeks s/p epithelial debridement and bcl od showed that eye was doing well with no defect noted, mild irregular epithelium, but improved. Bandage contact lens was also removed. In os, scattered spk, but no defect noted. Prescribe eye drops, prednisolone and vigamox, were discontinued. Pfat 4-6 times a day and lubricant eye ointment application at bedtime in os were continued. In od, lubricant eye ointment application 6 times a day for one week was instructed and then switch to pfat drops 6x a day and lubricant eye ointment at bedtime. Patient was advised to return to clinic after six to eight weeks for mr, va, pentacam, surface check and possible a scan for cataract surgery in future. From the attached medical records, it can be seen that the patient was seen on the following dates with the following diagnoses provided per ICD-10 code assigned: patient was seen for clinic visit on (B)(6) 2017, diagnosed with t26.91xa (chemical insult, od). Patient was seen for clinic visit on (B)(6) 2017, diagnosed with t26.62xa (acid chemical burn of left cornea). Patient was seen for clinic visit on (B)(6) 2017, diagnosed with h04.12 (dry eye syndrome, bilateral). Patient was seen for clinic visit on (B)(6) 2017, diagnosed with h01.009 (meibomian gland disease, unspecified laterality). Patient was seen for clinic visit on (B)(6) 2017, diagnosed with h18.52 (anterior basement membrane dystrophy). Patient was seen for office visit on (B)(6) 2017, diagnosed with h18.30 (corneal epithelial defect). Patient was seen for office visit on (B)(6) 2017, diagnosed with t26.90x (chemical injury of eye, unspecified laterality, subsequent encounter). Patient was seen for office visit on (B)(6) 2017, diagnosed with h04.123 (dry eye syndrome, bilateral). Patient was seen for office visit on (B)(6) 2017, diagnosed withh18.52 (anterior basement membrane dystrophy). Additional information has been requested but has not yet been received.

Manufacturer narrative:
An opened 300 ml bottle was received. The solution appeared to be clear and colorless. No other anomalies observed. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
Additional information received on 16feb 2018 via medical receipts attached, identifying end of treatment on (B)(6) 2018 appointment with ophthalmologist at the eye institute. Also, over-the-counter drops and ointments were purchased in addition to the prescribed medications mentioned below. On (B)(6) 2018, consumer's husband confirmed that his wife's symptoms have completely resolved and that all medical records pertaining to the complaint have been sent.